Event description:
It was reported that the patient presented to ER after receiving inappropriate shocks for atrial fibrillation with ventricular response. A chest x-ray showed lead dislodgement into the atrium. The lead was repositioned successfully. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.